Event description:
The facility reported an intermate in which the end of the tubing fell off when taken out of the package. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4) - one sample was received by baxter for evaluation. Visual examination of the unit did confirm the luer post (near the end of the tubing) had broken off. This is a single use device and will not be repaired. The root cause was due to the stress from the packaging design.